Event description:
It was reported that the user experienced hypoglycemia after the ilet delivered a substantial insulin dose during a period of prior hyperglycemia, with recorded glucose values ranging from 382 mg/dl to 50 mg/dl, and the device alerted to high and low glucose. Symptoms included lightheadedness during the low. Outcomes included self-treatment with oral glucose per 15 g/15 min guidance, correction of hyperglycemia using the system¿s corrective algorithm, and no need for outside assistance or medical intervention. Investigation included review of user-reported history and troubleshooting with education on acute treatment for hypoglycemia and hyperglycemia. Investigation of this case revealed no device malfunction, with cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.